Event description:
The facility reported that they noticed the cassette was leaking, and then the doctor stated there was a corneal burn. The doctor feels it's because of the leak. Three sutures were used to close the wound. The current pt status was not reported. Additional information has been requested.

Manufacturer narrative:
We provided the customer with add'l info on possible causes of thermal injuries. Investigation, including root cause analysis is in progress.